Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. Leaking motor oil noted.

Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).